Event description:
It was reported that the patient was not receiving effective therapy. It was confirmed via x-ray that the lead had migrated. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000102236.